Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge patient line separated from the cartridge on two occasions. The customer's blood glucose (bg) level was in the 300 to 400 mg/dl range in both instances, with trace ketones during the first occurrence. The customer took manual injections to address bg level. The customer was able to load new cartridges and resume insulin. The customer discarded the affected cartridges.